Manufacturer narrative:
(B)(4). Upon completion of an investigation of the concomitant homechoice device, the therapy log revealed the reported alarm to be a system error 2240 (air in set/line). The cause is still undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2367 (notification that therapy is ending) alarm occurred on the homechoice device during peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. The patient ended therapy and planned to finish therapy with manual supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.